Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries drop voltage after shorter than usual time off charger. The battery was replaced and the system passed the checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an event that occurred outside of a procedure. It was reported that the system was not taking a charge. There was no patient present.